Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, the: 5.1, lab: 3.7. Inratio: 5.2, lab: 3.7. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.1, 5.2. Pt recently purchased inratio meter. He was upset with his high, out of range results and his doctor told him to go measure his inr to a hospital. Lab result was obtained 30 minutes after inratio results. Pt's hematocrit level at the time was 30%.

Manufacturer narrative:
Investigation pending.